Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date. A hole was noted in the package prior to use on the patient. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The foil was opened completely. A cut was found on the top foil. The implant itself shows no defects. The cut was seemingly caused by handling of the customer.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.